Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported through the national breast implant registry (nbir) ¿suspected/actual rupture/deflation¿. This record is for the left side. Device was explanted and replaced. Unknown if device will be returned.